Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The following complaint information was provided to maquet cardiopulmonary: "out of box failure - packaging found broken when customer open the box" a picture was provided. The affected product was investigated at the laboratory of the manufacturer with the following results: the delivery condition of the hls set showed slight signs of wear on the outer box. No areas with indentations could be identified on the underside of the carton. The bottom of the box (inside) shows slight marks from the intellipack tray. The bottom of the intellipack tray (outside) reflects the customer documentation damage. In detail, two corners were damaged and a piece that broke off and was dented at the same time on the underside of the intellipack shell. On closer inspection, the indented area also reveals traces of abrasion as well as imprints of an object. The inlay of the intellipack tray also shows dented areas, but nothing is broken. The spot welds are intact. Based on existing and past transport simulations, the error pattern described is not known. If the box sent is the "original box", it can be assumed that the damage occurred when the item was unpacked. An indication of this is provided by the external abrasion marks on the intellipack shell. The production records of the affected hls set were reviewed. Following steps are performed with a 100% inspection: packaging into intellipack. Packaging check for damages such as cracks, dents or factures of the tub. Sealing of tyvek cover. According to the final test results, the product passed the tests as per specifications. Most probable the reported failure was caused by external stress when the product was unpacked. The exact root cause remains unknown. Thus the reported failure "packaging broken" was confirmed during investigation but was not contributed by or associated with a product malfunction. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the products packaging found broken when customer opened the box.. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is ongoing.